Event description:
It was reported that this right ventricular (rv) lead exhibited low out of range pacing impedance measuring 270 ohms. Technical services (ts) recommended lead revision. The physician opted to reposition this lead. No additional adverse patient effects were reported. This rv lead remains in service.